Event description:
Patient was burned during combo treatment; new u/s head was used; biomed is unsure if it was the electrodes or the u/s head. Applicator was used with the vectra genisys 2ch combo device part number 2761 serial number (B)(4). No other pt info provided or confirmed at this time.